Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame 6(B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are (B)(4) parts/ components to the vcare cervical elevator retractor; these are the balloon, the forward ¿cervical¿ cup, the back or vaginal cup, the locking assembly with thumb screw, and the metal shaft and handle with balloon inflation valve. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2024 and the ¿vcare handle broke during case. Per further assessment it was found that the "handle snapped off during procedure" and it fell into the surgical site. It is uncertain if all the fragments were retrieved and "from what I am told there were no issues with other than handle breaking.". There was no report of impact or injury to the patient or user. This report is being raised due to the reported injury of possible device fragmentation left in the patient.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2024 and the ¿vcare handle broke during case. Per further assessment it was found that the "handle snapped off during procedure" and it fell into the surgical site. It is uncertain if all the fragments were retrieved and "from what I am told there were no issues with other than handle breaking.". There was no report of impact or injury to the patient or user. This report is being raised due to the reported injury of possible device fragmentation left in the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.